Manufacturer narrative:
Age at time of event: patient is 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left popliteal artery. A 3.0mm x 60mm sterling balloon catheter was advanced for dilatation. However, during inflation at 4 atmospheres, the balloon ruptured. There were no patient complications nor injuries reported.